Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the platelet product. No medication intervention was required. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set is unavailable for evaluation because the customer discarded it. This report is being filed due to a device malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. Based on the available information it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.